Manufacturer narrative:
This complaint is involved with two devices. Device 1 is being reported under MDR 2247858-2018-00111. Device 2 is being reported under MDR 2247858-2018-00112.

Event description:
"[Summary] possible graft infection. [Description / sequence of events]. (B)(6) 2017; - tevar was performed, and two relayplus were implanted as planned. - 28-m3 36 190 36 24 90u (sn: (B)(4)) was implanted first, and then 28-m3 40 195 40 25 90u (sn: (B)(4)) was implanted from just below lsa. - the operation was completed without any problems or endoleak. On (B)(6) 2018: - (B)(4) received the information that the re-operation was performed on this patient (exact date is unknown). Relayplus were removed and aortic replacement was performed due to possible graft infection. - the patient had inflammation symptoms and infection was suspected; however it was not exactly identified. - after the re-operation, antibiotics were administered and inflammation disappeared. - the physician does not suspect any device failure,"